Manufacturer narrative:
Follow-up #1: date of submission 03/03/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/01/2016 with the following findings: during investigation, there was evidence of moisture behind the display lens, in the battery compartment, and on the underside of the battery cap. A leak test failed due to a battery compartment leak. The pump was opened and there was evidence of moisture internally on the main printed circuit board. The battery compartment was found to be cracked to the left of the bumper pad from the threads traveling down to the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.